Manufacturer narrative:
(B)(4) date sent: 12/9/2025 d4: batch # 197d96. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the pmw35 device was received with the cartridge detached from the handle due to insufficient cartridge on upper directors not properly welded to the handle. In addition, 30 staples left inside of the magazine. No functional test was performed due to the condition of the device. The separation of the device components has been correlated to the manufacturing process, and a product issue was identified during the investigation of the sample received; this product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device lot 197d96, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the nephrectomy surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.